Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. The tip of the high-torque command 18 guide wire detached from the body of the wire during a procedure, however, it was retained in the catheter so nothing was left in the patient. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information can or will be provided.